Event description:
The customer reported discrepant results for two patients when comparing their cholestech ldx and laboratory results. The customer provided the following set of results for patient 2 (in mg/dl): (B)(6). The patient had been fasting prior to testing. No negative impact to the patient's health was reported.

Manufacturer narrative:
Investigation conclusion pending completion of investigation activities.